Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. In addition to, the olympus service center found defects of the insertion tube-non bending section, control body and eyepiece. Additionally, there were broken fibers impacting image quality. The deformation and breakage was likely due to physical stress (handling problem). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the tracheal intubation fiberscope displayed black spots. Upon inspection and testing of the customer returned device, the insertion unit coating was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the defect was caused by stress of repeated use, external factors or handling. Olympus will continue to monitor field performance for this device.